Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse during therapy of cardine. A cardine drip was started at 11:00 am. Cardine gtt was at a maximum rate of 15 mg/hr. At 3:00 pm it was noticed the cardine gtt bag was still full. The pump was checked and the volume was near empty. However the actual intravenous (IV ) bag was still full. The cadine drip was immediately transferred to another pump and the medication infused appropriately. The problem occurred during delivery at the intensive care unit . The patient was connected but no known harm or intervention occurred, but there was a delay in care. No additional information is available.